Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "alarm with blank screen". No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no physical damage noted on the pump. During analysis, the reported problem was duplicated, blank screen and constant alarming sound were detected. The reported problem was noted to have been caused by a faulty main board. Service replaced the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.